Manufacturer narrative:
The reported failure of ventilator service required alarm due to the oxygen proportional valve, which controls oxygen flow to the blower inlet, being mechanically stuck in either the open or closed position is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution

Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for preventive maintenance. No patient harm or injury was reported. The device was returned to the manufacturer for evaluation. The device log files were successfully downloaded and reviewed in full. A "ventilator service required" alarm was observed due to the oxygen proportional valve, which controls oxygen flow to the blower inlet, being mechanically stuck in either the open or closed position. While the alarm was not duplicated during an operational check in the repair center, the oxygen blending module (obm) was replaced to prevent recurrence. To prevent failure, the air inlet foam filter, particle filter, and muffler assembly were replaced. Following repair, final testing was completed, including battery check, valve check, operational run testing, and cleaning. Normal device operation was confirmed.